Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and came to the emergency department. A remote monitoring transmission was performed and indicated that the pacing impedance was low on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.